Event description:
The reporter stated that she took her meter to doctor's office and did a meter to hcp meter comparison test. The testing was done within 5 minutes, using same fingerstick. Her meter read 400 mg/dl and the hcp meter (type unknown) was 222 mg/dl. She did not have any symptoms. The reporter checks the confirmation dot for enough blood, but doesn't compare it to the color chart. The lifescan representative reviewed testing procedures with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8